Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump would not make audible tones for high continuous glucose monitoring warnings and would only vibrate for high warnings. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.